Event description:
Patient was revised to address possible infection, as well as minimal poly wear and osteolysis. Doi: (B)(6) 2006. Dor: (B)(6) 2011 right knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.